Event description:
After charging defibrillation energy, it was reported that the device buttons were unresponsive and it lost power. The device was in use to cardiovert an atrial fibrillation (a-fib) patient during the event. The device use had no adverse effects on the patient outcome. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device but has been unable to verify the reported failure. Proper device operation has been observed through functional and performance testing. The cause of the reported failure could not be determined. The device will be returned to the customer for use.